Manufacturer narrative:
Internal report reference number: (B)(4). Meter were returned for evaluation. Meter testing was performed, and defect found test strips were not returned for evaluation. Root cause: rc-026: meter displays partial characters due to user mechanical stress. The meter does not produce an e-4 or partial e-4 when running a blood glucose test. Note: manufacturer contacted customer several follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for defective lcd/partial characters. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the screen. The product storage location is undisclosed. Followed troubleshooting steps with customer. The meter still defective.